Manufacturer narrative:
Suspect medical device. Implant date. Device manufacture date. Device codes. Associated components: suspect medical device, device manufacture date: balloon gtin # 00878953000626. Upn# 72400024. Batch/lot # 104298005. Mfg date 10/01/2015. Exp date 09/14/2020. Pump gtin # 00878953003078. Upn# 72404127. Batch/lot # 947763011. Mfg date 09/02/2015. Exp date 08/18/2016

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed because the patient was experiencing recurring incontinence due to the device was not functioning and fluid loss. A new aus device consisting of a 3.5cm cuff, 61cm prb placed ectopically and control pump were implanted.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed for unspecified reasons. A new aus device consisting of a 3.5cm cuff, 61cm prb placed ectopically and control pump were implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.